Event description:
Customer reported a control panel error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface pcb and the ps1 and ps2 power supplies. System operates as intended. This MDR is related to ge healthcare complaint.